Manufacturer narrative:
An investigation is currently under way. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding pump. The customer reports that the unit automatically shuts off, on (B)(6) 2017 the customer responded with the following information, the issue was discovered during use on a patient. The unit did not display a countdown to power off. The unit did have an alarm beeping prior to shutting off. There was no patient injury reported or medical intervention required.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of automatically shuts off. The unit was triaged and the reported issue was confirmed. The pump was excessively damaged, so the root cause is categorized as customer misuse. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.